Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 370.8 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unresponsive buttons were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube.